Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was also stated that the reservoir compartment smelled like insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, occlusion tests, prime and excessive no delivery tests. All operating currents are within specification. No unexpected weak battery alarms or low battery alarms were noted. Off no power alarm functions properly. The insulin pump had moisture damage on the motor assembly and the interface board.